Manufacturer narrative:
Records demonstrate that the finished product was produced according to specifications, met all quality acceptance criteria for product release, and quality system procedures were correctly followed.

Event description:
Consumer reported she last wore a tampon on (B)(6) 2025 and the next day after using the rest room, a piece of tampon came out of her body. She did not seek medical attention and she did not experience any adverse health effects.